Event description:
Complainant alleged that the device's pacer output was incorrect. There was no indication from the complainant that the device was in use on a pt at the time of the reported malfunction.